Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. A central positioned access was gained utilizing micro puncture and ultrasound guidance. Arteriotomy was 7.2 mm, mild posterior calcification, posterior wall calcification, and a measured depth of 3cm + 1cm. No issues were encountered advancing and withdrawing the procedural sheaths. Prior to closure, activated clotting time was 290, heparin and protamine were administered. Following deployment, a post-angiogram indicated a small dissection. The physician applied balloon inflation for one minute to tamponade, and applied mild pressure post deflation, restoring blood flow. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The root cause of the minimal flow was likely caused by a dissection seen on post-angiogram. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The device was not returned, and angiograms were not received for investigational purposes. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: small dissection after manta deployment. Resolved with 1 minute of balloon tamponade with 7x40mm balloon. Additional information on 18jan2023: during a tavr procedure on the (B)(6) 2023 micro puncture and ultrasound were utilized to gain single access in the left femoral artery at the mid femoral head. Vessel size was 7.2mm with mild posterior calcification. Measured depth for the manta was 3+1cm and there were no issues advancing or withdrawing the procedural sheaths. Systolic bp was 110mmhg and act was 290 prior to closure. 10000unitsod heparin and 50mg protamine were administered during the procedure. Time to hemostasis was 10 minutes. As reported the patient was fine post procedure. There was a small dissection noted post procedure with a post deployment angiogram, most likely caused during sheath upsizing. Resolved with 1 minute of balloon tamponade and mild pressure post deflation of balloon.

Manufacturer narrative:
Qn # (B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. A central positioned access was gained utilizing micro puncture and ultrasound guidance. Arteriotomy was 7.2 mm, mild posterior calcification, posterior wall calcification, and a measured depth of 3cm + 1cm. No issues were encountered advancing and withdrawing the procedural sheaths. Prior to closure, activated clotting time was 290, heparin and protamine were administered. Following deployment, a post-angiogram indicated a small dissection. The physician applied balloon inflation for one minute to tamponade, and applied mild pressure post deflation, restoring blood flow. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The root cause of the minimal flow was likely caused by a dissection seen on post-angiogram. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The device was not returned, and angiograms were not received for investigational purposes. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Event description:
It was reported that: small dissection after manta deployment. Resolved with 1 minute of balloon tamponade with 7x40mm balloon. Additional information on 18jan2023: during a tavr procedure on the (B)(6) 2023 micro puncture and ultrasound were utilized to gain single access in the left femoral artery at the mid femoral head. Vessel size was 7.2mm with mild posterior calcification. Measured depth for the manta was 3+1cm and there were no issues advancing or withdrawing the procedural sheaths. Systolic bp was 110mmhg and act was 290 prior to closure. 10000 units of heparin and 50mg protamine were administered during the procedure. Time to hemostasis was 10 minutes. As reported the patient was fine post procedure. There was a small dissection noted post procedure with a post deployment angiogram, most likely caused during sheath upsizing. Resolved with 1 minute of balloon tamponade and mild pressure post deflation of balloon.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: small dissection after manta deployment. Resolved with 1 minute of balloon tamponade with 7x40mm balloon. Additional information on 18jan2023: during a tavr procedure on (B)(6) 2023 micro puncture and ultrasound were utilized to gain single access in the left femoral artery at the mid femoral head. Vessel size was 7.2mm with mild posterior calcification. Measured depth for the manta was 3+1cm and there were no issues advancing or withdrawing the procedural sheaths. Systolic bp was 110mmhg and act was 290 prior to closure. 10000 unitsod heparin and 50mg protamine were administered during the procedure. Time to hemostasis was 10 minutes. As reported the patient was fine post procedure. There was a small dissection noted post procedure with a post deployment angiogram , most likely caused during sheath upsizing. Resolved with 1 minute of balloon tamponade and mild pressure post deflation of balloon.